Event description:
It was reported, the patient was experiencing ineffective therapy and unable to set the ipg to MRI mode. A lead diagnosis was performed and revealed both high and low impedances across the leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicated that patient underwent surgical intervention, wherein l1, l2 and l3 drg leads were explanted and replaced thereby restoring effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Added the UDI number which was incorrect in the initial report.